Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the endotracheal tube's cuff was leaking during use. The rn repositioned the patient's head in attempt to resolve leak with no effect, then assessed the tube which was found to have migrated significantly. Final 19 cm marker of the tube noted to be protruding many cm past patient¿s teeth. The rn took manual control of tube. The rt approached bedside to assess, advanced the tube to 25 cm, and stated airway was currently safe but required urgent assessment. The intensivist arrived and requested bronchoscopy equipment, and that the patient not be moved until determination of safety made. An emergent bronchoscopy performed on CT table, with tube determined to remain at inadequate depth. The tube was advanced under supervision of ICU intensivist to appropriate depth and was secured by the rrt.